Event description:
It was reported the pt (B)(6) is without therapy and currently unable to recharge the ipg. Prior to this occurrence, the pt was reportedly instructed not to recharge the ipg to avoid unwanted pocket heating. A decision regarding the next course of action in this matter has not been made.

Manufacturer narrative:
This ipg model was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.